Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 55 mg/dl with dizziness associated with inaccurate delivery. The reporter indicated having recently ovarian surgery on (B)(6) 2015 and indicated self-adjusting insulin to manage diabetes. The pump was reviewed related to the event and the basal history was found to match the programmed basal rates and the basal totals were reflected in the pump total daily dose history. The pump bolus history was reviewed and found that it did not match the total daily dose. This report is made based on the allegation that the patient experienced hypoglycemia related to a pump delivery issue.